Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2012. Approximately 10 years and 10 months after the initial procedure the patient had a right knee revision on (B)(6) 2023 due to accelerated and preventable wear of the tibial insert and femoral loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-00896.